Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. It was further noted that the implanted device reached premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.